Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please disregard the patient's weight on the initial submission.

Event description:
Subsequent to the initial MDR, a correction is required.